Event description:
The black "on/off" switch that is located right above the gray plug was turned off. This did not allow the battery to charge. Attempts at plugging the equipment in was not helpful as the swtich controlled energy source to battery only.